Event description:
It was reported that, constrained liner separated from cup.

Manufacturer narrative:
Additional information pertaining to the device(s) reference in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.